Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. However, as a proactive measure, replaced the right monitor and calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the right monitor on the 9800 system was darker then the left (intermittently right monitor going dark). There was no report of patient injury.